Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a normal device check, loss of capture and a low sensing threshold were noted on the atrial lead. Lead dislodgement was confirmed. The lead was explanted and replaced. The patient was stable.